Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose was 40 mg/dl at the time of incident and current blood glucose level was 205 mg/dl. Customer¿s other blood glucose level was 14 mg/dl and 22 mg/dl. The customer did not provide details regarding symptoms of their low blood glucose episodes. Customer was treated with four tablets. Customer stated that the changed batteries and sensor but was not able to clear her blood glucose required alert. Customer did not use auto mode. Customer was declined to troubleshoot for low blood glucose level. The insulin pump will not be returned for analysis.